Event description:
On (B)(6) 2026, senseonics was made aware of a user experiencing pain at the insertion site. The user reported significant and worsening pain at the sensor insertion site. The user indicated the discomfort has persisted for several months, possibly becoming muscular in nature, and has requested removal of the sensor. The user's healthcare provider was not aware of the issue at the time of reporting.

Manufacturer narrative:
Per data management system review, the user is not using the system. Customer care advised the user to follow up with their healthcare provider and to continue following medical guidance. Pain/redness at insertion/removal site is a known and anticipated potential adverse effect and does not require additional investigation.